Manufacturer narrative:
The reported issue was not confirmed since no sample was returned for evaluation. A potential root cause for this failure could be "foreign matter during process" and potential failure mode "difficult to deflate". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon."

Event description:
It was reported that the silicone catheter would not deflate. At the time when the complaint was reported the catheter had not been removed. All good faith efforts to obtain additional information have been completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the silicone catheter would not deflate. At the time when the complaint was reported the catheter had not been removed. All good faith efforts to obtain additional information have been completed.